Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the litepac rx pta catheter products that are cleared in the us. The pro code and 510 k number for the litepac rx pta catheter products are identified in d2 and g4. Manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the litepac device was not returned for evaluation. However, two photos were provided for review. 1. Shown was a litepac pouch packaging. The lot no. Cmjv0033 was visible, this complied with the lot number logged on the gcs. The shaft of a device was visible within the pouch. 2. The distal end of a catheter and a section of the shaft was shown. The balloon was visible, there was no evidence of previous inflation, there was no damage noted to the balloon or shaft. The reported issues could not be confirmed from the photo review. The root cause for the reported air in device, device leak and difficulty to remove issues could not be determined based upon available information and photos review. Labeling review: the instruction for use for this lifestream device was reviewed and the following sections are applicable. Indications for use the litepac pta balloon catheters are intended for balloon dilatation of renal iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae these catheters are not designed to be used in the coronary arteries. Contraindications none known. Warnings the litepac pta balloon catheter is supplied sterile by ethylene oxide and is a single use only device nonpyrogenic. Do not reuse reprocess or resterilize. Do not resterilize after resterilization the sterility of the product is not guaranteed because of an indeterminable degree of potential pyrogenic or microbial contamination which may lead to infectious complications cleaning reprocessing and or resterilization of the present medical device increases the probability that the device will malfunction due to potential adverse effects on components that are influenced by thermal andor mechanical changes this can compromise the structural integrity andor essential material and design characteristics of the device which may lead to device failure andor lead to injury illness or death of the patient. Visually inspect the packaging to verify that the sterile barrier is intact do not use if the sterile packagingpouch has been damaged or unintentionally opened prior to use. Do not exceed the rated burst pressure a syringe with pressure gauge is recommended to monitor pressure pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the balloon catheter through the guiding catheterintroducer sheath. Use only an inflation device with manometer or a 20 ml or larger syringe for inflation. Use the balloon catheter prior to the use by date specified on the package. Do not advance the guidewire balloon catheter or any component if resistance is met without first determining the cause and taking remedial action. This balloon catheter is not recommended for pressure measurement or fluid injection. Precautions dilatation procedures should be conducted under fluoroscopic guidance with appropriate xray equipment. Carefully inspect the balloon catheter prior to use to verify that balloon catheter has not been damaged during shipment and that its size shape and condition are suitable for the procedure for which it is to be used do not use if product damage is evident careful attention must be paid to the maintenance of tight balloon catheter connections to avoid the introduction of air into the system if resistance is felt upon removal then the balloon catheter guidewire and the guiding catheter introducer sheath should be removed together as a unit particularly if balloon rupture or leakage is known or suspected this may be accomplished by firmly grasping the balloon catheter and guiding catheter introducer sheath as a unit and withdrawing both together using a gently twisting motion combined with traction. Before removing the balloon catheter from the guiding catheter introducer sheath it is very important that the balloon is completely deflated and all contrast media completely evacuated proper functioning of the balloon catheter depends on its integrity care should be used when handling the balloon catheter damage may result from kinking stretching or forceful wiping of the balloon catheter do not continue to use the balloon catheter if the shaft has been bent or kinked. If the hypotube kinks prior to or during use the balloon catheter should be discarded no attempt should be made to straighten a kink in the hypotube. How suppliedstored litepac pta balloon catheter is supplied sterile by ethylene oxide and is a single use only device. Keep dry keep away from sunlight. Use the device prior to the use by date specified on the package. Directions for use inspection and preparation 1 choose a balloon catheter appropriate to lesion length and vessel diameter. 2 remove the balloon catheter from the packaging then remove balloon protector by first withdrawing the stylet and then slowly removing the balloon protector while holding the balloon catheter as close to the balloon as possible 3 if any resistance is felt or if any stretching of the balloon catheter is observed while removing the balloon protector the product should not be used. 4 the balloon catheter should then be inspected for bends kinks or stretched portions do not use if product damage is evident. 5 prepare a mixture of contrast medium and normal saline as per normal procedure recommended 25 75. 6 attach a stopcock and a 20 ml syringe half filled with the contrast solution to the balloon port. 7 point the syringe nozzle downward and aspirate until all air is removed from the balloon. 8 turn the stopcock off and maintain the vacuum in the balloon. 9 prepare the balloon catheter by inserting a flushing needle into the balloon catheter tip and flush with sterile saline solution care should be taken not to damage the balloon catheter tip. Note reinserting the balloon catheter into the balloon protector may damage the balloon or catheter. Insertion and inflation note when the litepac pta balloon catheter is in its most distal position on the guidewire a guiding catheter introducer sheath which is long enough to cover the rapid exchange port must be used. Note do not advance the guidewire balloon catheter or any component if resistance is met without first determining the cause and taking remedial action. Note do not inflate the balloon or advance the balloon catheter unless the guidewire is in place. 10 attach a haemostatic valve to the appropriate guiding catheter introducer sheath which has been previously inserted into the vasculature following standard product guidelines. 11 insert the guidewire 0014 0356 mm max into the guiding catheterintroducer sheath through the haemostatic valve under fluoroscopy guidance position the guidewire across the lesion in accordance with accepted pta techniques. 12 make sure that the balloon protector has been removed from the balloon catheter back load the guidewire into the distal tip of the balloon catheter. 13 advance the balloon catheter under fluoroscopy guidance in small steps to the tip of the guiding catheter introducer sheath. 14 reattach the torque device to the guidewire hold the guidewire stationary and advance the balloon catheter over the guidewire and across the stenosis the radiopaque balloon marker and a low pressure 10 to 20 psi69 to 138 kpa balloon inflation should be used to confirm that the indentation caused by the stenosis is centrally located within the balloon segment before proceeding with the dilatation. 15 inflate and deflate the balloon manually by advancing and retracting the plunger of the inflation device maintain vacuum on the balloon between dilatations by withdrawing the plunger of the inflation device. Note do not exceed the rated burst pressure. 16 after each inflation assess runoff by angiography through the guiding catheter while the inflated balloon remains within or proximal to the stenosis. Deflation and withdrawal 17 deflate the balloon by drawing a vacuum with a 20 ml or larger syringe. Note the larger the syringe diameter the greater the suction that is applied for maximum deflation a 50 ml syringe is recommended. 18 while maintaining negative pressure and the position of the guidewire grasp the balloon catheter just outside the introducer sheath guide catheter and withdraw the deflated balloon catheter over th ewire through the introducer sheath guide catheter. Gentle counterclockwise motion may be used to help facilitate balloon catheter removal through the introducer sheathguide catheter. Caution if reinsertion of the deflated device is required ensure all fluid has been evacuated and the balloon is under vacuum. Failure to do so may result in difficulties reinserting the device if resistance is encountered during reinsertion stop and replace with a new litepac pta catheter. G3, h6 (method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent angioplasty procedure using the litepac rx pta catheter. During surgical preparation, microbubbles were detected in the balloon and it was further reported that there were a leak and difficulty retrieving the device after introducing it into the sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the litepac rx pta catheter products that are cleared in the us. The pro code and 510 k number for the litepac rx pta catheter products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent angioplasty procedure using the litepac rx pta catheter. During surgical preparation, microbubbles were detected in the balloon and it was further reported that there were a leak and difficulty retrieving the device after introducing it into the sheath. The procedure was completed using another device. There was no reported patient injury.